Event description:
A caller reported a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. The customer was instructed to clean the pump and reload the cartridge, but the issue persisted. Technical support guided the customer through the process of filling and loading a new cartridge, which successfully resolved the issue, allowing the customer to resume insulin delivery. Later, the caller requested to speak with the case owner and was transferred with no further action needed.